Manufacturer narrative:
No device was returned for evaluation and no photographs of the device were provided for review. No operative notes were provided for review of usage/technique. A review of manufacturing records was unable to be performed as the lot information of the product involved in the event was not available. Based on the information available the complaint was unable to be confirmed and a definitive root cause was unable to be determined; but may be the result of wear on the devices mating surfaces over time causing a loose connection to develop. Labeling review: "...pre-operative warnings:...the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury...instruments should be protected during storage and from corrosive environments. Refer to cleaning and sterilization instructions below for all non-sterile parts. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..."

Event description:
It was reported that during a procedure the surgeon was unable to tighten an arm to the retractor body and the assembly remained loose. Another retractor was used to complete the case with no impact to the patient or procedure reported.